Event description:
A surgeon reported that a pt was referred to their clinic for eval of increasing intraocular pressure. A glaucoma filtration shunt had been placed approximately a year earlier. This surgeon took the pt back to surgery and opened the scleral flap and found the aqueous humor was not flowing from the eye. The surgeon removed the shunt, and performed a trabeculectomy with iris cutting. The pt has exfoliation glaucoma and has lost the right eye to this disease.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Additional info was requested and received. (B)(4).